Manufacturer narrative:
Investigation is pending.

Event description:
A physician's office in germany reported that they had several variances between the inratio2 inr results and the laboratory inr results; however, only one comparison was provided. Results are as follows: date: unknown, inratio2 inr: 1.0, laboratory inr: 2.1. The date of the testing and the patient's therapeutic range were not provided. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The customer's complaint was not replicated. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided by the customer based on the information available, there is no indication of a product deficiency and no corrective action is required.